Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper was defective but not additional information was provided. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no functional issues related to cautery were reported, and no broken cables or physical damage to the instrument were observed. There were no problems with opening or closing the instrument tips, and no signs of tissue entrapment. The instrument did not exhibit known uncontrolled or reversed motion. The procedure was completed using a backup instrument. The affected device was returned on 05/02/2025, but no photographic or video evidence is available for isi review.